Manufacturer narrative:
B3 date of event: event date 01/18/2025 was used as that was the date of the comment in the market research report. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media market research platform, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported thrombosis occurred. A patient with mitral regurgitation was referred for a watchman procedure. During the procedure, severe mitral regurgitation (mr) was noted during transesophageal echocardiography (tee). The patient expressed a strong desire to have a mitraclip procedure as soon as possible. An opening became available two weeks later, and the patient underwent the mitraclip procedure after holding eliquis for one day. The watchman device appeared to be functioning well. Eight (8) week imaging revealed a significant device-related thrombus (drt). The patient had been off anticoagulation due to bleeding issues, but addressing the mr and mild stenotic physiology did not alleviate the problem. After nine (9) months on anticoagulation, the drt finally resolved. The patient is currently doing well on eliquis, although there has been considerable bleeding in the past. There is now a question of whether it is safe to discontinue anticoagulation, as there is a tiny leak present.